Event description:
During a literature search, atricure determined that sometime between january 2021 to june 2023 two patients experienced an adverse event which may have been caused or contributed to by the csk-6130 cannula. Two patients who underwent a staged hybrid convergent procedure via subxiphoid approach experienced incisional hernias that required surgical repair. Reported information does not indicate any further complications for either incisional hernia patient. Source: schena s, lindemann j, carlson a, wilcox t, oujiri j, berger m, gasparri m. Robotic-enhanced hybrid ablation for persistent and long-standing atrial fibrillation: early assessment of feasibility, safety and efficacy efficacy, jtcvs techniques (2024), doi: https://doi.org/10.1016/j.xjtc.2024.02.013.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.